Event description:
A colonoscopy procedure was performed by the physician in the ICU setting. Pt noted to have diverticular bleed at 55 cm in the transverse colon. Three resolution clips were placed on the bleeding diverticuli. The assisting nurse noted it was difficult to put down the biopsy channel on the second clip. On the third clip, a small black fragment came out of the scope at the insertion point. The procedure was completed w/o incident and the small black fragment was retrieved through the scope. The nurse was able to do pre-cleaning at bedside and collected the fragment. The item was sequestered and sps was notified.